Manufacturer narrative:
The philips representative advised the customer to replace the keyscan pca. If that does not resolve the issue, the customer was instructed to check the control pca or the case assembly.

Event description:
It was reported to philips that the device's led is not working. There was no reported patient involvement.